Manufacturer narrative:
Device evaluation: investigation of this issue has identified the root cause to be the introduction of saline solution or other conductive fluid into the pump's ac power receptacle when the pump is plugged into an electrical outlet. When this happens, sparking and/or flames, accompanied by smoke, may appear at the power receptacle. The pump and the ac power cord are constructed of flame retardant materials; therefore, the sparks/flames extinguish within seconds. Smiths medical has performed two field safety corrective actions in response to this issue. In november 2013, smiths medical informed customers of this issue and provided instructions for how to prevent this issue, also informing customers that the correction would be available in january 2014. In january 2014, smiths medical informed customers that new ac power receptacle seals were available for correction of all affected devices and provided customers with the option of performing the correction at their facility or returning devices to smiths medical for correction.

Event description:
According to user facility, the pump was observed to be smoking while in use with a patient. The user facility also stated that the pump's case had melted near the power cord. There were no adverse effects to user or patient reported.